Event description:
It was reported that the right atrial lead had noise and oversensing. The lead was capped and replaced. No patient complications were reported as a result of this event. The lead was noted to be part of the system longevity study.

Event description:
It was reported that the right atrial lead had noise. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.